Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the tidal volumes are not accurate. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) evaluated the unit while onsite and could not confirm or duplicate the reported problem. No parts were replaced.